Manufacturer narrative:
Additional information obtained indicated that the target lesion was the mid lad. The lesion was reported to be moderately calcified and tortuous. The restenosis was reported to have occurred at the distal end of the cypher 3.0 x 28 mm stent and was within five (5) mm of the other cypher 2.75 x 13 mm stent implanted during the index procedure (peri-stent restenosis). The information also indicated that the cypher 2.75 x 13 mm stent was the stent that had migrated. The physician was not able to access/cross the stents/lesion. Due to the patient's complaint of chest pain and being unable to access the lesion, the decision was made to treat the patient surgically. The patient was referred for single-vessel coronary artery bypass graft (CABG) surgery. No additional information was available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2007-00258 and 3003742446-2007-00259.

Event description:
The report received from the field indicated that the patient had two (2) cypher stents implanted during the index procedure in the mid left anterior descending (lad) coronary artery target lesion. The stents, a cypher 3.0 x 28 mm and a 2.75 x 13 mm, were reported to have been implanted in overlapping fashion by approximately seven (7) mm during the index procedure. Approximately twenty-eight and one-half (28 1/2) months after the index procedure, the patient was admitted to the hospital with chest pain. Coronary angiography was done and demonstrated in stent restenosis (isr) and the two stents were separated by five (5) mm in the vessel.